Event description:
The reporter stated the surgeon noticed some type of debris on a micl12.6mm implantable collamer lens. The surgeon noticed the debris as he took the lens out of the vial and was preparing to load the lens into the cartridge. There was no pt contact. Another same model and size lens was implanted.

Manufacturer narrative:
(B) (4) - debris on lens. Lens work order search. Results: visual inspection of the returned product found no visible damage to lens and no debris. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint was found within the work order. Conclusions - based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B) (4).